Manufacturer narrative:
The gambro cartridge blood set, lot number: unk was not retained for inspection but the nurse mgr reported that she was 99% sure that lot number was 11m157303. The other two lot numbers in her clinic at the time of the incident were: 1jm157314 and 09m157320. The retains samples of the lots 11m157303, 11m157314 and 09m157320 were submitted to visual inspection, functional testing and physical characteristics analysis. See attachments: complaint investigation form 11640. Clinical complaint investigation form 11640. Protocol forms for visual inspection, functional test and physical characteristics analysis of retain samples. The gambro phoenix machine MFR will be sending their MDR 9616240-2007- 00036.